Event description:
New information notes that the physician did not allude infection was from the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an infection at insertion site of the device was observed. The device was explanted. The patient condition was stable. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.